Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, in order to continue the procedure the customer deleted some of the images on the system's image processing pc (ippc) . This allowed the system to continue imaging and the procedure to be completed. The philips field service engineer (fse) inspected the system onsite, confirming that the ippc memory was full. After a reconfiguration of the system's ippc, the memory was cleared up and the system was returned to use in good working order.

Event description:
It was reported to philips that the system displayed image disk full message and could not perform fluoroscopy. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.